Manufacturer narrative:
(B)(4). The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an alaris system was being used by an anesthesiologist in the or during a heart case. The pcu alarmed for "<30 min battery plug in now" then went away and then recurred after moving the plug from one outlet to another (both plugs were live). Channel a was running lactated ringers as a carrier for channel b infusing phenylephrine. There was no pt harm, but the anesthesiologist had to support the blood pressure with phenylephrine boluses from a syringe. The devices were changed out. No further pt or event info was provided.